Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), valve malposition requiring intervention and valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the too ventricular valve placement could not be determined, but may be due to the mechanism described above. Subsequently, the first valve being placed too ventricular likely caused the ar. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , twelve days post implant of a 26mm sapien 3 valve in aortic position, the patient was re-admitted with heart failure due to 2+ aortic regurgitation (ar). The original implant was considered to be too ventricular and causing the ar. A second 26mm sapien 3 valve was implanted within the first and the ar was reduced to mild. At the time of the report the patient was stable. There was no allegation of a product defect.

Manufacturer narrative:
The regurgitation was paravalvular (pvl). The cause for the too ventricular placement of the first valve was that the valve was positioned too ventricular. The patient¿s annular measurements, degree of native annular and degree of native leaflet calcification were not known. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. It was reported that the valve was positioned too ventricular, causing the valve malposition and subsequent pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. The valve was implanted in a 50:50 aortic/ventricular position. The paravalvular leak was observed immediately post valve implant. The patient became progressively more symptomatic in the days post initial procedure.